Event description:
It was reported that the customer had a keypad anomaly and cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the label come off and whole sticker came off and the taped won't stay on and the down button is not working. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent down arrow button response due to moisture on the keypad trace. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a missing end cap sticker.